Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the lid of the battery housing is broken and the battery fell out. No consequences or impact to the patient. Attempts have been made and no further information has been provided.